Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the bipolar loop broke during a surgical myomectomy. In total, five cutting loops broke during repeated attempts at resection. Despite these occurrences, the resectoscope was completely removed. It was confirmed that no fragments or residual parts remained in the patient's body. No negative impact in state of health reported. Cross reference MDR 9610617-2026-01295. Cross reference MDR 9610617-2026-01296. Cross reference MDR 9610617-2026-01297.